Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the rn was administering a flu shot in the right arm when the vaccine shot out from the needle or the needle connection. The rn did not feel or hear a snap or pop when connecting the needle to the vaccine. The vaccine primed appropriately, and the hub was not overly tightened. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.